Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose (bg) was 51-53 mg/dl. Cause of bg was due to delivering the correct bolus amount; however, bolus was too large. Carbohydrates were consumed to address bg. Reportedly, customer reverted to manual injections for insulin therapy.